Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, third party microbial analysis results, ess findings, and additional information regarding the event. Olympus followed up with the user facility and found additional information regarding the event. As per the user facility, there was no associated patient infection. The olympus ess (endoscopy support specialist) performed a dispatch and completed an in-service using the scope on (B)(6) 2019. Ess told the customer before left the customer knowing that they needed to buy some more air water channel cleaning adaptors. They also needed to make sure to properly reprocess the suction cleaning adaptors. The scope was sent to an independent laboratory for microbial testing. The scope's distal end and elevator mechanism tested positive for bacillus species and the scope's air/water channel tested positive for staphylococcus epidemidis and the scope's instrument/suction channel tested positive for staphylococcus haemolyticus. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and was unable to find any signs of foreign material/substance/stain inside the instrument channel and suction channel was inspected and found scrape marks inside the channel from the bending section side. The suction channel was checked; there was a kink inside the channel from the scope connector side. Additionally, the image was inspected and the image of the scope is normal. The scope did not pass leak test. The scope was purchased on march 29, 2012 and the last time the scope came in for service was april 28, 2018. The scrape marks inside the instrument channel are likely due to mishandling.

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is pending completion, as the investigation is ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the user facility¿s reprocessing practices and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope failed a culture test twice at the user facility. The culture method and specific microbiological findings are currently unknown.